Event description:
On 04/16/2025, the patient reported experiencing a hypoglycemic event on (B)(6) 2025, during which emts were called. At approximately 3:30 a.m., the patient awoke to emts administering IV glucose. The patient's brother had called emergency services, as the patient was unresponsive. Once the patient's blood glucose level rose, they stabilized and were not transported to the hospital. The blood glucose at the time was estimated to be between 35-45 mg/dl. The patient was reported as fine.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log review also showed evidence of an infusion set change, followed by rising bgs, which the user then announced meals in response to their high bgs. The high bg is indicative of an infusion set issue. The subsequent low event may be contributed to the meals announced by the user in response. Should additional, relevant information become available, a supplemental report will be submitted.